Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, an anterior repair with pelvitex and bsc tape product (name unknown) was performed on (B)(6), 2005. The patient was last seen in (B)(6) of 2006 it was noted the anterior repair kit was holding up well however it was reported that complications were observed with the posterior repair (specifics unknown). The physician confirmed that no erosion was noted. All other information is unknown and unavailable.